Event description:
A patient reported experiencing inaccurate erratic results with an ot basic enhanced meter. The patient's blood glucose was. Patient did not experience any adverse events. No further info has been reported.